Event description:
Base of the unit is very worn where the cam of the unit is; due to the two pieces that meet are not made of same materials. There are like metal shavings coming from it causing sloppy connection which could be dangerous for transport.